Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report a hospitalization for high blood glucose. The customer was wearing the insulin pump at the time of the hospitalization. Blood glucose reading was 579 mg/dl. The customer had been throwing up and prior to the hospitalization. Customer was treated with intravenous drip. Troubleshooting was performed and no anomalies were noted. The customer had irritation at the infusion site. Advised to change the set, reservoir and insulin. The customer has been experiencing low blood glucose reading since leaving the hospital. Blood glucose reading was 59 mg/dl. Customer has treated with donut and soda and the blood glucose reading is now 94 mg/dl. Nothing further reported.